Manufacturer narrative:
Date the incident occurred was estimate as (B)(6) 2019.

Event description:
It was reported that balloon rupture occurred and the patient experienced cariogenic shock and hypotension. The patient presented with st-elevation myocardial infarction and was taken to the cath lab. The target lesion was located in the circumflex artery. A 2.5x12mm emerge balloon catheter was advanced with some difficulty. On inflation at 11 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the device issue was considered to have no clinical significance on the patient. Shortly thereafter, however, the patient developed hypotension and cardiogenic shock. The patient eventually required intubation, insertion of an intra-aortic balloon pump and admission to the intensive care unit.